Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly failed to expand. It was further reported that the filter was removed using snare. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly failed to expand. It was further reported that the filter was removed using snare. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular denali filter was returned for evaluation. The filter was received with all limbs and limbs were uncrossed. No functional testing was performed. Therefore, the investigation is inconclusive for the reported activation failure including expansion failure. A definitive root cause for the reported activation failure including expansion failure issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2026), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.